Manufacturer narrative:
Device 6 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that ten infusion sets fell off during use which have been occurring since 2/1/24. The infusion set was in use for one to three days. No further information available.